Event description:
It was reported the patient had multiple back surgeries with ¿ethesian¿ and ¿rod implanted¿ and it did more harm than good. A loss of therapeutic effect was reported. It was noted the patient had a nerve stimulator and that it ¿didn¿t¿ do anything.¿ it was noted the patient had a trial. It was noted the patient ¿did it all the way thinking it was going to work and then it was taken out.¿ it was noted the patient had a permanent implant about 4 years ago, but it may have been longer than 4 years. The patient reportedly never found out why it wasn¿t successful. It was noted the patient thought at first the implant helped with the pain. Then the patient reported the device didn¿t ¿seem like it helped¿ as time went by and when the patient was ¿doing more¿ and more active. It was reported when the patient was active, she had pain.

Manufacturer narrative:
(B)(4).